Event description:
It was reported that capture management reported one instance of high ventricular threshold management on the right ventricular (rv) lead . In-office testing showed normal values, with no perturbation of lead impedances observed. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing capture thresholds on (B)(6) 2013. The lead has since returned to normal levels and remained stable. The patient did not report any symptoms; no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pulse generator (ipg) (B)(6) 2012; 4473 competitor implantable pacing lead (B)(6) 2012. (B)(4).